Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient mentioned their intensity settings would change to "0" by themselves and then the patient would have to change them manually from 0-7.